Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2020, the patient reported that over the weekend, the infusion set's tubing detached at the connector while he was sleeping. Further, the site location was patient's back and the pump was located on the front side in relation to the site. Moreover, the infusion had been in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.